Event description:
Covidien received information from a customer in (B)(6) stating that, during patient use, an 840 ventilator alarmed and the safety valve opened. The patient was transferred to another ventilator. No harm to the patient reported.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the customer reported issue. The cse performed a software upgrade to revision an. The ventilator passed performance verification testing (pvt). The ventilator to be put on 48 hour simulated use test (soak test) by the hospital before returning ventilator to service. Evaluation of the device log found error code xb0069. The xb0069 is a monitoring task that runs on the graphic user interface (gui) central processing unit (cpu) processor. If the gui monitoring task has determined that the pressure exceeds the clinician set pressure limit and the breath delivery unit (bdu) has not triggered a high pressure patient alarm, then the xb0069 code is initiated. Since the xb0069 is initiated the pb840 ventilator system enters a ventilator inoperative condition which triggers the safety valve to open and initiates a continuous high priority alarm. When the safety valve is open, the ventilator opens a path for the patient to breathe room air spontaneously, although positive pressure ventilation is no longer provided. Covidien has developed a software solution to address this issue. A field action associated with this issue was initiated in december 2013. (B)(4).